Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 36 plus 5 metal head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient came into the ER with what appeared to be a dislocated head. Patient then underwent left hip revision surgery. Additional information provided by the sales rep clarified that the head dissociated from the stem and rested right under the trunnion. He noted that based upon the damage the dissociated head caused the trunnion of the stem, the well fixed stem had to be removed as well.